Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va0lcex); product type: 0200-lead; implant date (B)(6) 2014; explant date brand name activa; product ID 3387s-40 (lot: va0lcex); product type: 0200-lead; implant date (B)(6) 2014; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in december their dbs started shocking them. Patient stated that they went to their healthcare provider in january, the hcp told them that "two leads were bad". The patient has an appointment this friday with the hcp for reprogramming. Patient mentioned that they have not used the device since it had been shut off in december due to the issues they were having with being shocked. The caller stated that they are trying to charge their ins and are unable to.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device wasn't charged for along time and they were unable to charge. The rep walked the patient through proper charging protocol. The patient later informed the rep they were fully charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.